Event description:
Event description guidant received information that upon pre-implant interrogation this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage lower than box labeling.